Event description:
It was reported by the customer that during a routine checkup, the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.